Manufacturer narrative:
(B)(4). Device will not be returned.

Event description:
Customer reported he was hospitalized due to mold in his apartment. While in the hospital, the customer reportedly received results in the 200's, 300's, 400's, and 500's mg/dl on the advantage system. Within 10 minutes, the customer also received results in the 300's and 400's mg/dl on the hospital test. The alleged product was lost at the hospital and cannot be returned for evaluation. No adverse event was reported in relation to the discrepant results.